Manufacturer narrative:
Retainer ring = black. Pump case: ngp customer returned pump for alleged cosmetic damage at the battery side of case and battery cap and failed battery alert observed on (B)(6) 2023. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. The following power alarms/alerts noted in downloaded history on event date: power loss alarm [6] on (B)(6) 2023 at 10:07:32.000 and battery failed alarm [58] on (B)(6) 2023 at 18:42:07.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found the following alarms/alerts in downloaded history on or event date: pump error 53 on (B)(6) 2023 at 10:07:30.000 and no delivery alarms starting on (B)(6) 2023 at 17:38:22.000. Confirmed pump error 53 (linenumber= 5632 filenumber= 2005) due to software anomaly. Verified the pump alarmed no delivery during basal/bolus/priming in pump downloaded history near event date 4 times. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 4 no delivery alarm during bolus: start time (B)(6) 2023 17:38:22.000 end time (B)(6) 2023 16:24:44.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, faded serial number label, end cap address label missing, and battery cap contact missing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the battery cap damaged on the pump battery cap contacts were loose. Troubleshooting was not performed. It is also reported battery failed to alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan until the replacement cap arrives and will be returned for analysis.